Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. No accessories were included. A functional evaluation was performed. The device's green battery indicator light does not illuminate. The device does power on and pressurizes. The device passed all functional tests. The complaint was confirmed and the root cause has been associated with an electrical problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event include an open within the indicator light circuit. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the spider tenet did not turn on, therefore, it did not work. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.